Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that upon interrogation there was a code which indicated the device exhibited a charge time longer than 45 seconds. It was noted that this device had reached end of life (eol) status which may have been due to an extended charge time outside of specification. Subsequently the device was explanted. No additional adverse patient effects were reported.